Event description:
The customer reported that the central station did not audibly alarm when the patient's heart rate went to 30 bpm. The display was also blank at this time resulting in the staff being unable to resuscitate the patient.

Manufacturer narrative:
Philips r&d engineer reviewed the central station logs and found that the power to the central station was accidentally turned off at approximately 3:29 am in early 2009 causing the device to 'abruptly stop monitoring'. This finding is consistent with the customer's description of no alarm and a blank display. The logs also show that the central station was restarted at 11:04am. The available info does not support that a device malfunction occurred. The device remains in use at the site.